Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with shortness of breath and loss of capture on the left ventricular (lv) lead. It was noted that the lv output had been set too low by a previous clinician. The patient also reported intermittent phrenic nerve stimulation and diaphragmatic stimulation. Further testing revealed high and unstable lv thresholds. The lv output was reprogrammed and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.